Event description:
It was reported that during routine follow-up, a review of the device egms showed non-sustained noise on the ventricular channel. It was also noted that noise was observed during patient breathing. The patient was fine after the event. Lead remains implanted and the physician will monitor the patient.